Event description:
It was reported that the customer's belt clip accessory to his insulin pump broke. His blood glucose at the time of the event was 47 mg/dl. The customer drank milk to treat and his blood glucose rose to 183 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.